Manufacturer narrative:
(B)(4).

Event description:
Pt reports signal loss on smart device only.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Performed voltage measurement: and passed. Performed pairing test with (B)(6) bluetooth device and passed. The transmitter functional testing passed. Share log review: loss of connection found in the log within the investigation window. The reported event of signal loss was confirmed. The root cause could not be determined.